Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was leaking from an unspecified location. The customer declined to provide additional information regarding the issue. A root cause could not be determined. Customer's blood glucose was 380 mg/dl.